Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was seen for a follow-up in february and the device showed 11 months until elective replacement indicator (eri). Today, at the recent follow-up, the device was found to be in safety mode and eri had already been reached in may. The patient would like to discuss this with the outpatient cardiologist. No adverse patient effects were reported. This device remains in-service. Additional information was provided, it was reported that the patient intends to present himself to the hospital but has not done so. The local boston scientific representative informed the physician that a device replacement must take place immediately and that the patient should be admitted for inpatient care. Currently, there had been no update on patient and device status. There were no adverse patient effects were reported and the device remains in-service. If new information is provided informing boston scientific of any changes, a new report will be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was seen for a follow-up in february and the device showed 11 months until elective replacement indicator (eri). Today, at the recent follow-up, the device was found to be in safety mode and eri had already been reached in may. The patient would like to discuss this with the outpatient cardiologist. No adverse patient effects were reported. This device remain in-service.